Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient's device showed elective replacement indicator (eri) through normal use of the device, and the patient's condition deteriorated before the device entered end of service (eos). The patient was transported to the hospital via ambulance because of suffocation due to clogged food. The patient was currently hospitalized. For eri, a device replacement procedure was initially scheduled for next week, but the schedule was postponed. Currently, the patient was in the state of persistent disturbance of consciousness. The causal relationship with eri was unclear. The physician required to know, when the device entered eri, if there was any change with the parameters and if the output dropped. Additionally, as the device could not be explanted, mdt data was obtained. The issue was not resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's date of birth is (B)(6) 1936. The patient's weight at the time of the event was unknown. The serial numbers of the ins's were (B)(4), (B)(4). The ins's implant date was (B)(6) 2014. The patient has yet to be scheduled for an explant. The patient's complete medical history, medications, and medical records related to the dbs implant were unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) added to account for hcp's initial suspicion of output issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated both of the patient's devices were at eri. Refer to manufacturer report #3007566237-2018-03377 for details pertaining to the related reportable event.

Event description:
Additional information received from a rep and confirmed by the hcp indicated the patient was currently in a vegetative state. The ins's were not going to be explanted.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.